Event description:
Left hip prosthesis originally implanted 1/93. Pt soon began experiencing pain. X-rays revealed that the polyethylene portion of the acetabular component was worn and there was eccentric location of the femoral head within the acetabulum. Surgery found the wearing through of the polyethylene portion of the acetabular component with contact occurring between the femoral head and acetabular shell. Of note, the femoral component was located within the acetabular component, however, polyethylene liner within the acetabular shell had worn and become disengaged.